Event description:
Customer reported that she has been experiencing high blood glucose of 400 mg/dl for about a week. Customer stated that she treated with bolus with her insulin pump, but she did not eat anything and went to sleep. Customer stated that her blood glucose drop to below 50 mg/dl. Customer went to the emergency room and was hospitalized due to low blood glucose. Customer stated that sometimes the infusion set cannula is bent when she removed it. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.